Manufacturer narrative:
Conclusion and justification status for MDR: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient revised to address pseudotumor. The patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the patient was experiencing pain. Records also indicate the patient had elevated chromium levels. At this time the patient's head, liner, and stem are being reported.

Manufacturer narrative:
There is no new information to report at this time. Per FDA request, this follow-up is being submitted to fill the gap in follow-up

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5, b6, b7, g3 and h6(patient and device).

Event description:
Update oct 26, 2017: pfs and medical records received. Pfs alleges hip locking, popping, elevated metal ions. After review of medical records for the MDR reportability, in addition to what was previously reported, revision notes reported of yellowish fluid and pseudotumor along the greater trochanter and the vastus fascia. MRI reported of abductor tissue damage. Clinical notes reported grinding, instability and catching in the hip. Chromium level is above 7(no unit provided). Added complainant information. Updated product information of stem. This complaint was updated on oct 31, 2017.

Event description:
Complaint description: patient revised to address pseudotumor. Update rec'd 05/11/2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the patient was experiencing pain. Records also indicate the patient had elevated chromium levels. At this time the patient's head, liner, and stem are being reported. The complaint was updated on: 06/01/2016. Update oct 26, 2017: pfs and medical records received. Pfs alleges hip locking, popping, elevated metal ions. After review of medical records for the MDR reportability, in addition to what was previously reported, revision notes reported of yellowish fluid and pseudotumor along the greater trochanter and the vastus fascia. MRI reported of abductor tissue damage. Clinical notes reported grinding, instability and catching in the hip. Chromium level is above 7(no unit provided). Added complainant information. Updated product information of stem. This complaint was updated on oct 31, 2017. / / investigation method: no device associated with this report was received for examination. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. A worldwide complaint database search found no additional related reports against the provided product code/lot code combination(s). Based on the inability to find any additional related reports against the provided product code/lot code combination(s) it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible for the unknown lot code(s). The reported event is considered one of the possible complications of joint replacement. Investigational inputs were requested as indicated per internal procedures for this failure mode. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Follow-up for additional event information, if applicable, was conducted utilizing work instruction wi-7915 appendix a. X-rays were received and reviewed. Attached images of left hip radiographs and intraoperative photos were reviewed 27 may 2016 per (B)(4). There was no evidence of implant fracture or implant disassociation. See attached x-ray review form. - without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. - the device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. - from the event information received, it was not possible to determine the relationship of the device to the reported event. / / investigation summary: patient revised to address pseudotumor. Doi: (B)(6) 2011 dor: (B)(6) 2016 (left hip). Update rec'd 05/11/2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the patient was experiencing pain. Records also indicate the patient had elevated chromium levels. At this time the patient's head, liner, and stem are being reported. No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # ==> (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> null. Device history batch ==> null. Device history review ==> null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update ad 13 sep 2018. Pc was re-opened due to the receipt of ppf and sticker sheets. In addition to what were previously alleged, ppf alleges metal wear and metallosis. Added revision hospital, law firm, lawyer and expiration date. Change metal poisoning to blood heavy metal increased. Doi: (B)(6) 2011 dor: (B)(6) 2016.

Manufacturer narrative:
Product complaint # ==> (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: UDI: (B)(4). Added b5, d4 (expiration date) h6 (device code). Amending previous patient code from metal poisoning to blood heavy metal increased for the elevated metal ions.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: h6. Product complaint # ==> (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> null. Device history batch ==> null. Device history review ==> null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.